Event description:
It was reported the bronchovideoscope had no image. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was not confirmed. The device evaluation found the suggested event that the failure of the image sensor unit or the video connector caused the event. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, it is likely that the defect was caused by failure in the endoscope likely led to the malfunction: however, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device. The event can be detected/prevented by following the instructions for use (IFU): precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity should additional relevant information become available, a supplemental report will be submitted.